Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a high-pressure excursion. The customer stated that departure under cec is usually at 14:42. The blood flow was established gradually over one minute, reaching 4.75 l/m at 14:43:28. At that time, the pre-membrane pressure was 250 mmhg, the post-membrane pressure was not monitored. At 14:44:00, the blood flow began to decrease, at 3.78 l/min, the pre-membrane pressure was at 265 mmhg. Over the next two minutes, blood flow continued to drop to 2 l/m and pre-membrane pressure gradually increased, reaching 350 mmhg at 14:45:57. The position of the aortic cannula and the entire circuit was evaluated to identify the source of resistance in the circuit. A pressure monitoring line was installed in the post-membrane position at 14:50 to assist in diagnosis; the reading pressure was 35 mmhg. The transmembrane pressure gradient at this time was 315 mmhg, for a flow rate of 1.43 l/min and a hematocrit of 32% (hb 107). The corrective measures attempted were to dilute the blood with 600 ml of crystalloid (plasmalyte), and to increase the rpm of the centrifugal pump. None of these measures increased the flow rate to adequately support the patient. The decision was made to wean the cec and change the device. The impact on the patient was a low flow rate and hypotension (38 to 45 mmhg mean blood pressure) lasting 13 minutes. There was a delay in the surgery of about 30 minutes. Platelets were at 256,000 preoperatively and were measured at 104,000 during the pump. The device was replaced to complete the procedure. Medtronic received additional information that the hypotension was directly caused by the low-flow cec situation, which itself resulted from excessively high transmembrane pressure- a direct consequence of the issue observed with the oxygenator. There were no complications for the patient that could be directly linked to this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.